Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0219331187, implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving baclofen 2000 mcg/ml at a dose of 600.26053 mcg/day via an implantable intrathecal infusion pump. It was reported on (B)(6) 2020 that when going to sleep the patient suddenly noticed a large moisture collection on the sheet. The moisture collection was clear, odorless, and not purulent. The patient had undergone a revision of the intrathecal catheter a week and half prior to this event (refer to manufacturer report 3004209178-2020-06691). The patient didn¿t have any problems since that until this event. It was indicated that at present, it appeared that a ¿liquor leak¿ had occurred at the lumbar site, related to the recent catheter procedure. The clinical diagnosis was reported to be a post-puncture headache and "liquor leakage." The event required in-patient hospitalization and it was indicated that a wound revision was performed on (B)(6) 2020. The event was indicated to be resolved without sequelae as of (B)(6) 2020. No further complications were reported or anticipated.